Manufacturer narrative:
Date of event is unknown. Devices were implanted in 2008. Method - follow-up with patient.

Event description:
It was reported that a patient underwent an x-stop procedure at levels l3/l4 and l4/l5. The procedure went well. Patient reported "pain in left leg went totally away". Three years later, patient "had more pain, not in left leg but along lower part of back and both legs". Two months ago, physician advised patient "to have x-stop removed and a full fusion". At this time, the patient prefers having physical therapy which seems to help. He is not taking any medications. Pain is "intermittent". The patient has no pain while sitting or lying down. He exercises to touch his toes and open the vertebrae; can exercise on treadmill and doesn't have pain. When he walks and stands up, he is in pain. The pain is at the base of the spine and down both legs. Patient is going to contact his physician as needed. No additional information was reported.